Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports or exceptions that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Nineteen unused sterile proglide devices with the same lot number, 31023k1, as the complaint devices were returned for evaluation. Functional testing was performed on five random sample devices and passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history records for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that a cuff miss occurred during attempted suture placement in the left common femoral artery using the preclose technique prior to a percutaneous endovascular aortic repair (pevar) procedure. Two additional proglide devices were used with the same result. The arteriotomy was 6f. The sheath was upsized to 20f. After the pevar was completed, a cut down was performed and hemostasis was surgically achieved. There were no reported adverse patient sequelae. There was a reported significant clinical delay in the procedure due to the cut down and surgical repair. Although it was reported the vessel dissected, they physician noted that the proglide devices did not cause the dissection. A femoral angiogram was not taken; however, ultrasound was used. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.